Manufacturer narrative:
The autopulse platform with serial number (B)(4) was rec'd for investigation on 04/24/2013 and the reported complaint was confirmed. Visual inspection showed to damages to the platform. A review of the data archive exhibited sys error 136 (internal parameter corrupted). Functional testing could not be performed because the processor pca board was defective.

Event description:
Zoll distributor reported that during training by the staff, the device displayed an advisory 136 "internal parameter corrupted" error message.